Manufacturer narrative:
Return requested. Replacement open spine clamp shipped to site 04/21/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that their open spine clamp has a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. Medtronic investigation of returned suspect device finds that as reported, the adjustment screw threads are stripped in the middle of the travel allowing the clamp face to slip. Also, the retainer ring on the tip of the adjustment screw is stretched allowing some play in the movement of the clamp face. The damaged threads render the clamp unusable. The reported event was confirmed to be caused by physical damage to the screw threads. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.